Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No non-intuitive motion was observed during in-house testing. The grips/tips (for scissors) opened and closed properly. The instrument was fully functional. Additional steps/test attempts to further support crn finding: the grips clip test was performed and passed multiple times. No grip misalignment observed. Additional observations not reported by site: the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. Root cause of this failure was attributed to mishandling/misuse. The housing was removed and the instrument was found to have a cracked clamping pulley. Root cause of this failure was attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log of the medium-large clip applier (part # 470327-12 / lot # n10201012-0103) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 63th use of the instrument. This complaint is being reported due to the following conclusion: it was alleged the jaws of a medium-large clip applier instrument would close when the surgeon was not activating them to do that movement (e.g. The instrument moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of a medium-large clip applier instrument would close when the surgeon was not activating them to do that. Dropped clips were retrieved from the patient at this time. The procedure was completed as planned with no reported injury. On 11-nov-2021, intuitive surgical, inc. (Isi) contacted the original hospital reporter and obtained the following information: when the surgeon went to turn the head into the correct alignment to clip a structure, the jaws would close without activating them to close. The issue was persistent and happened multiple times so they used a backup clip applier instrument. This only happened on one arm and they did not try a different arm or did not exchange drapes (does not have the lot # of the drape). The drape will not be returned back to isi.